Event description:
It was reported that the patient underwent surgical intervention due to the device not working properly. Upon explant, there was a crack in the reservoir connecting tube identified, and the pump and the reservoir was replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The reservoir was visually examined, and leak tested. The reservoir had wear at a fold in the shell. Leaks were identified; however, it was consistent with sharp instrument damage likely occurring upon explant. The insert collet was found to be misaligned also due to sharp instrument damage. The pump was visually and microscopically inspected and underwent leak and functional testing. The pump tubings were cut down to the pump block. No leaks were found. The pump activation was tested and it was noted that the component did not perform within specification. Based on the analysis results of the device, the reported event is confirmed. The reported device allegation was most likely due to the pump not passing the functional test.

Event description:
It was reported that the patient underwent a surgical intervention due to the device not working properly. Upon explant, a crack in the reservoir connecting tube was identified. The pump and the reservoir were replaced. There were no patient complications reported.